Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that they were getting sporadic and unsynced glucose readings. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the patient was getting sporadic and unsynced glucose readings was confirmed by the findings of inaccuracies. The root cause of inaccuracies could not be determined.